Event description:
Event description guidant received information that this patient called into technical services for advise regarding her abandoned atrial lead, from 3 years ago, being positioned so close to the newer atrial lead wondering if it could lead to some of her symptoms of lightheadedness, dizzyness and passing out. She reports she has been working with her physician over the past year or more to figure out what was causing the symptoms. She reports syncopal episodes, and then was given a holter monitor test, but she hasn't heard what the results of that were yet. She asked the technical services technican if he had any ideas what it could be. She then went on to say she wished her device was recalled so could get a new one, and expressed very positive feelings about our devices, saying she totally loved them and all the support she receives from technical services.